Manufacturer narrative:
Product analysis found condition: the apollo catheter was returned for analysis within a shipping box and inside of a sealed plastic biohazard pouch, no guidewire was returned. Damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. No other anomalies were observed. Testing/analysis: the ldpe overlap was measured to be 1.03mm, which is within specification (1.0-2.5mm). Conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was confirmed, as the detachable tip was found to be missing and not returned. A few possible causes of ¿tip detachment¿ are but limited to patient vessel tortuosity, incompatible products, and/or advancing the guidewire against resistance; however, the root cause was unable to be determined. The detachable tip nor the guidewire were returned; therefore, any contribution the tip and/or the guidewire had towards the detachment was unable to be assessed. It was noted that the patient's vessel tortuosity was normal. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU); in addition, the apollo catheter and guidewire were flushed/hydrated as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter tip detached prematurely when accessing the vessel to be treated. A stent retriever was used to remove the catheter tip. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an arteriovenous malformation in the right internal carotid artery. It was noted the patient's vessel tortuosity was normal. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). There was no friction or difficulty during injection and no force applied during removal. The catheter tip was not entrapped/stuck and there was no vasospasm. Ancillary devices included chaperon 6 guidecatheter, mirage guidewire, onyx 18 liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no resistance during the procedure while advancing or retrieving the apollo. There was no note of vessel calcification. The apollo catheter and guidewire were flushed/hydrated as indicated in the IFU. There was no kink/damage noted to the devices. The procedure was completed with a change of catheter. The cause of the detachment was unknown.